Manufacturer narrative:
The reported events of high pacing lead impedance, noise and lead fracture were confirmed. As received, a complete lead was returned in one piece. A clavicular crush damage was found at the middle region of the lead fracturing all the filars of the outer coil and damaging and separating the inner insulation. The cause of the reported events was isolated to the clavicular crush damage.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that noise with high ventricular rate episodes, noise reversion and a high upward trending pacing lead impedance was observed on the right ventricular lead. A right ventricular lead fracture was suspected. The right ventricular lead was explanted and replaced. The patient was stable.